Manufacturer narrative:
Product event summary: analysis confirmed the reported event; output connector assembly was broken. Analysis also found the lower case was damaged and one case screw was contaminated.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the external pulse generator (epg) blue atrial socket was damaged. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.